Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
An echo done prior to the implant on (B)(6) 2024 showed no evidence of aortic valve regurgitation pre-implant. It was said the aortic valve was tricuspid.

Event description:
The patient had repeated asymptomatic low flow alarms but had aortic insufficiency on (B)(6) 2025. The patient reported having repeated low flow alarms during the last 2 days since the patient's hematocrit (hct) had been programmed to their higher results which resulted in a change to the calculated flows. The low flow alarms resolved when the patient's hct was re-programmed to their former level intentionally. The patient had no symptoms and felt well. Mean arterial pressure had been consistently in the 70s. Their pulsatility index (pi) had been running in the 7 to 8 range when it previously had been 5s and 6. An electrocardiogram (EKG) on (B)(6) 2025 showed sinus rhythm and the patients last echocardiogram (echo) indicated aortic insufficiency (ai) but had not previously effected flow. The last echo showed mild to moderate aortic regurgitation. Ai was not caused by any device related issue. Hct was set low to help raise calculated flow. The log files captured low flow events on 16aug2025. There were also several low flow flags. There did not appear to be any type of mechanical circulatory system (mcs) equipment issues causing these events. The low flow events seemed to be a patient hemodynamically related issue and not a vad related issue. The lvad appeared to be operating as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Additionally, analysis of the submitted log files confirmed the reported low flow alarms. Although a specific cause for these events could not conclusively be determined through this evaluation, the account reported they were due to the patient¿s hematocrit (hct) being re-programmed to higher results. The controller event log file collectively contained events from 07aug2025 through 13aug2025 and 16aug2025. Low flow hazard alarms were captured on (B)(6) 2025. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on hm3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision d, and the heartmate 3 patient handbook, rev. A, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.